Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of event is unknown. 510k: 2 unknown screws: cortex /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date unknown¿approximately 2 weeks prior to (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the patient underwent revision of a 7 hole 4.5mm locking compression plate (lcp) narrow plate and six screws on (B)(6) 2017 due to pain and three screws backing out of the bone. The plate along with two (2) cortex screws and four (4) locking screws were originally implanted during an open reduction internal fixation (orif) humerus nonunion approximately two (2) to three (3) weeks ago. The patient was complaining of pain and it was discovered by x-ray during a follow-up visit on (B)(6) 2017 that one cortex and two locking screws backed out of the bone. All devices were removed and replaced with a longer 4.5 lcp plate and screws. The procedure was successfully completed with no delay. The patient outcome was as expected. Additional concomitant medical products: 4.5 mm 7 hole lcp narrow plate (part # 224.571, lot # unknown, quantity # 1); locking screws (part # unknown, lot # unknown, quantity # 2); cortex screw (part # unknown, lot # unknown, quantity # 1). (B)(4).